Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip and missing the reservoir tube o-ring.

Event description:
It was reported by the customer's spouse that the insulin pump is damaged by the reservoir compartment. It was stated that a piece of the compartment is coming off and the rubber seal is coming off as well. Customer's blood glucose level at the time 145mg/dl. Advised insulin pump would be replaced. No additional information was provided.